Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump is flashing and does not display an alarm on the screen. Mother stated that the bottom half is gray and the top half is green and there is no response from any button. The insulin pump has not been exposed to moisture. Blood glucose value was 7 mmol/l. It was advised to hold the back button until screen turned off, then insert a new battery. The insulin pump alarmed for power loss but the alarm could not be cleared. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We were unable to verify frozen screen, button/keypad unresponsive or time advancement due to severely cracked bleeding lcd. We were unable to verify power loss alarm due to damage lcd. We were unable to performed displacement, rewind, seating and basic occlusion test due to cracked/bleeding lcd. The insulin pump was received with cracked keypad overlay at select button, cracked reservoir tube lip; scratched case and keypad overlay texture damage.